Manufacturer narrative:
The insulin pump was received with bleeding glass on lcd board, cracked battery tube threads and minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump is cracked at the battery compartment. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.